Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection found black debris within the blister carton. The pouch was found to be intact without evidence of being torn or punctured. The outer packaging is roughened through handling but no notable damage was observed. Evaluation of the returned product/photographs provided confirmed there is debris inside the sterile packaging which is consistent with the appearance of porous coating inside the sterile barrier. Device history record (DHR) was reviewed and no discrepancies were found. The likely condition of the product when it left zimmer biomet was conforming to specification. The root cause of the reported event is likely to be due to transit damage causing the porous coating to shed from the implant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical product: tprlc 133 t1 pps ho 14x148mm 8mm t1 cat# 51-104140 lot# 6127286. Tprlc 133 t1 pps ho 17x154mm 4mm t1 cat# 51-104170 lot# 3455249. Tprlc 133 t1 pps so 13x146mmtp t1 cat# 51-103130 lot# 3727081. Tprlc 133 t1 pps ho 13x146mm 6mm t1 cat# 51-104130 lot# 3564518. Tprlc 133 t1 pps so 16x152mm t1 cat# 51-103160 lot# 3386961. Foreign report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 00945. 0001825034 - 2020 - 00947. 0001825034 - 2020 - 00949. 0001825034 - 2020 - 00950. 0001825034 - 2020 - 00951.

Event description:
It was reported that while the distributorship was reviewing the inventory, they identified debris within the sterile packaging. There was no patient involvement.